Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that when she tries to program a bolus in the insulin pump, it takes a while for the pump to register. Customer stated that the up and down arrows and the act button do not seem to be responding to the button presses. Customer stated that her blood glucose has been running high because she is not able to treat due to the keypad anomaly. Customer's blood glucose was 475 mg/dl. Customer treated with a manual injection. Customer stated that the numbers are not ramping on their own. Customer stated that there is no response from any button. Customer stated that the minutes do change on the time display. Customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and to revert to a back-up plan.